Event description:
The recipient reportedly presented with a cholesteatoma in (B)(6) 2021 and underwent attico antrostomy on (B)(6) 2021. The recipient reportedly experienced decreased performance, open electrodes, a cholesteatoma and an infection with ear discharge. The recipient's device was explanted. The recipient will be not be reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover, as well as a cut and torn electrode near the fantail region. The photographic imaging inspection confirmed open electrode wires near the fantail region. In addition, open electrode wires were found in the straight portion of the electrode. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The scanning electron microscopy analyses revealed electrodes were broken due to shear stress in the small tubing of the electrode. The device passed the electrical and mechanical tests performed. During the analysis of this device, electrode wires were found open. However, due to the electrode condition upon return, failure analysis was unable to determine if the damage observed contributed to the reported complaint. This is the final report, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.